Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
A doctor reported to the field service engineer (fse) a problem with thickness of lasik corneal flap creation and wrong x/y positioning. Upon follow up, doctor felt the flap was 20 microns thicker than 100 micron flap selection.

Manufacturer narrative:
The filed service engineer (fse) assessed the system and was unable to replicate the reported event. The system met company specifications. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).